Manufacturer narrative:
Per tandem¿s t:flex user guide: "infusion set used for testing - unomedical comfort infusion set" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 54-240 mg/dl. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. An infusion set not compatible with tandem's insulin pumps was connected to the pump. Reportedly, customer connected a compatible infusion set to the pump and insulin delivery was resumed.